Manufacturer narrative:
(B)(6). One 4.5mm cannulated endoscopic dill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off of the drill shaft. Break is angular in nature. Dimensional inspection of the drill head cannot be performed due to its returned condition. Dimensional inspection of the drill shaft found it met print specification. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl procedure when using the cannulated drill bit, the drill bit shattered and the end sheared off. No parts were left in the body. The case was completed successfully with an available backup device. There was no reported delay, patient injury or surgical complication. No other complications were noted.